Event description:
It was reported that the patients ipg was no longer holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction was suspected. The explanted ipg was kept by the facility and will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two months ago.